Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a microclave clear neutral connector that they have had additional microclave issues occurred since they last met with various examples of the rubber stopper piece in the microclave remaining depressed. When it should pop back upon disconnecting from it. When this defect occurs, it causes leaks from the microclave. They have 3 products in hand now again with this specific defect present. The issue does not typically occur when applying the microclave but rather when removing something from it which can happen hours later, in a different room or department than where it was applied to the vascular devices. The issue occurred after removal from patient after therapy. There were no reported patient involvement and no patient harm.